Manufacturer narrative:
Device evaluation: one device was received for investigation. Non-OEM seals were found on the device. Visual inspection found a crack on the right plunger case, tube grommet is broken, non-OEM top case and battery were found with device. "Maintenance recommended" found several times in the error history log. Functional testing was unable to duplicate the reported problem. The annual maintenance was due; the device was functioning as intended. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Performed preventative maintenance and all functional testing.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump is not turning on properly/ system failure. No adverse patient effects were reported by the customer.